Manufacturer narrative:
Stryker verified the reported issue with the customer. The event code was cleared from the memory of the device and thereafter did not return. The device was not returned. The cause of the reported issue could not be conclusively determined.

Event description:
The customer contacted stryker to report that their device had logged an event code in the memory which is related to a potential issue of the device to deliver energy. There was no patient involvement reported with the event.